Manufacturer narrative:
Product was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in france reported during the surgical procedure an unidentified particle was found in the patient's eye. The particle was removed from the patient's eye no clinical reported.